Event description:
It was reported that a spectrum iq pump had multiple issues of unexpected flow behavior during therapy, including siphoning during secondary infusions and alarm conditions, including air in line and upstream occlusion alarms. It was reported that the secondary infusion did not appear to be infusing as expected when assessed by clinical staff. There was patient involvement; however, there was no report of patient injury, death, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.